Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power and has a blank display. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that a low battery alert was not received prior to off no power alert on the insulin pump. Customer was advised to reinstall a new battery as soon as possible and if display does not return, discontinue use of the device and revert to a back-up plan until a new replacement battery cap arrives. Customer was advised to monitor the pump and to call back when battery cap received for further assistance if necessary.